Event description:
It was reported that one month after surgery, patient fell on back. X rays immediately following the fall did not show any damage to rods or screws. Four months later follow-up x-rays showed breakage of the rods. Revision surgery not yet scheduled.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; functional inspection; complaint history review; risk assessment; results: the xia 3 titanium rod was confirmed fractured via the sales rep, visually, and on x-rays. The most probable factor that caused the rods to break was the patients¿ fall combined with the prolonged loading over time allowed the material to fatigue, and eventually leads to fracture. The breakage occurred in a high stress area near the bend, as seen on the x-rays. Per the IFU, the implants cannot replicate the flexibility, strength, reliability or durability of normal healthy bone. It states that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. It also states that the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. This may result in further side effects or necessitate the early removal of the osteosynthesis device. Conclusion: a material analysis was done and it was concluded that the rod breakage was due to fatigue. The root cause of this event is likely due to patient and/or surgical technique related factors; however, the exact root cause cannot be determined at this time.

Event description:
It was reported that one month after surgery, patient fell on back. X rays immediately following the fall did not show any damage to rods or screws. Four months later follow-up x-rays showed breakage of the rods. Revision surgery not yet scheduled.